Event description:
Analysis was completed on the returned handheld. Analysis of the handheld indicated that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with a broken wire connection in the serial cable. Once the wire was soldered onto the serial cable pcb, no further functional anomalies were identified. It was also identified that the serial cable was pulled out of the transceiver case strain relief. The cause for the damaged cable is most likely associated with mishandling of the device. Although the serial cable was pulled out of its strain relief, it had no impact on the serial cable performance. Additionally, the flashcard and software performed according to functional specifications.

Event description:
It was reported through a company representative by a physician that handheld computer was no longer working and interrogation was not possible. Additionally, the area representative performed troubleshooting to the handheld which did not resolve the event. The reported handheld was returned to the manufacturer and currently undergoing analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.